Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision posterior lumbar fusion was performed; dr (B)(6), (B)(6) centre, (B)(6) 2018. Patient returned to theatre due to non fusion after lateral l4/5 "metronic" interbody and posterior stabilization with verse l4/5 pedicle screws. Upon review of patient scans it was noticed that a verse unitized set screw (right l4) was detached from the construct. All screws, rods and set screws were removed and replaced.

Manufacturer narrative:
(B)(4). Device was received at the investigation site. An investigation will be conducted and a follow up will be filed with the results.

Manufacturer narrative:
(B)(4). Visual examination of the setscrew revealed signs of operative use as evidence by superficial markings. Weak, lopsided rod striations were observed on the set screw suggesting that the set screw were not seated properly. A functional analysis was performed with a poly-axial screw and x25 inserter from which it was noted the set screw could easily threaded into the screw head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the set screw becoming loose cannot be positively determined. However, the weak, lopsided rod striations observed on the set screw suggests that the set screw were not properly tightened on to the rod, resulting in the set screw becoming loose. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.